Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and scratches and cracks on the lcd lens screen. The customer stated problem was confirmed. Cassette not attached properly error was duplicated and verified when a disposable cassette was used during testing. Dso (downstream occlusion sensor) was inoperable and it was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed the error alarm -cassette not attached- during testing. No patient injury was reported.

Event description:
It was reported the device displayed the error alarm -cassette not attached- during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and scratches and cracks on the lcd lens screen. The customer stated problem was confirmed. Cassette not attached properly error was duplicated and verified when a disposable cassette was used during testing. Dso (downstream occlusion sensor) was inoperable and it was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.